Manufacturer narrative:
Device remains in service and additional information concerning this event will be requested by the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and emitted tones. Device replacement was recommended. No adverse patient effects were reported.